Event description:
The reporter called and alleged discrepant results when compared to a lab for two patients. The first patient's result on the device was reported to be >8 inr and the lab result 5.1 inr. The next day, the reported device result was 6.1 inr and the lab 3.9 inr. The second patient's result on the device was reported as 4.8 inr and the lab 3.4 inr. The device was replaced and requested to be returned for evaluation.